Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, a large clip applier moved unexpectedly during case. There was no harm to the patient. The site confirmed it only happened once on one of the large clip appliers. Technical service engineer (tse) advised the caller (isi clinical sales representative (csr)) to mark the clip applier and if it happens again to return the instrument for evaluation. The site went on with the case and the procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the usual inspection once unwrapped from blue wrap was done and nothing out of the ordinary was observed. The incident occurred prior to clip application (instrument in patient) once the surgeon took control of the clip applier. The issue was related to unexpected motion of clip applier while attempting to clip. The type of clips used were teleflex large clips. The surgeon used the large size. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier. The issue was on the first application. The surgeon first went through a full range of motion and used the applier. It was the first clip applier that was installed for the case.

Manufacturer narrative:
From available information, there is no return material authorization (RMA) associated with this complaint. At this time, there is no evidence that an isi device caused or contributed to the reported issue. Therefore, there is no isi product expected to return for evaluation. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided and phone support details, the probable root cause of the alleged large clip applier moved unexpectedly during case cannot be determined at this time. This complaint is considered a reportable event due to the following conclusion: it was alleged that the large clip applier moved unexpectedly during a case. Unintuitive motion during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.